Event description:
Procedure type: lap low anterior resection. Pt gender: unk. According to the rptr: when the surgeon tried to close the device, the anvil kept detaching from the trocar. A new instrument was used to complete the procedure. Surgery time was extended by more than thirty mins as a result, but there was no add'l tissue damage and no blood loss.